Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged. The doctor repositioned the rv lead and was successful. The rv lead remains in service. No adverse patient effects were reported.